Manufacturer narrative:
(B) (4). (B) (4). Information is unavailable; device was not returned for evaluation.

Event description:
It was reported post implant of a realize gastric band, the patient presented with redness and soreness at the port site. The port was removed due to a port infection. The patient continued to feel tired and sick afterwards. The band was subsequently removed after the patient presented with 4 liters of green liquid in abdominal cavity. (B) (6) was found in the fluid (a fast growing bug in the (B) (6)). The patient was discharged home and is doing fine.